Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the customer experienced under-speed errors. This is a general observation that has been noticed after the notice of field correction (nfc) was performed. The customer reported that they just adjusted the occlusion and continued using the roller pump for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the perfusionist (ccp) mentioned that after the pump jam nfc (new roller pump software) had been installed, he had experienced underspeed and beltslip error messages on the suction roller pump. This pump has two tubes (dual tubes) in a single pump. The ccp stated that they simply loosen the occlusion of the roller pump and these messages (alerts) clear. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
This complaint is related to MDR #: 1828100-2014-00736.